Manufacturer narrative:
(B)(4). Date sent: 8/16/2023. D4 batch # u5ca7k. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device only was received the anvil shroud and the other half was not received. It was noted to be with the staple height selector broken from the right side. Further analysis shows the anvil was detached and no returned for analysis and the anvil posts in these areas appear to be damaged as if the anvil was pulled out of the device. The event reported was confirmed and due to the condition of the staple height selector and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5ca7k, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device stuck in between and did not fire. There were no patient consequences.